Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and receiver and an adverse event. The patient reported that they were going about 80 miles-per-hour and spun out. Patient stated that the car accident was caused by low blood glucose and that at the time of the event, the receiver was not working due to the loss of connection. At the time of contact, the patient was in good condition. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed pairing test with nordic bluetooth device and unit passed. Perform share log review and customer complaint was confirmed via share logs. Functional testing was performed and the test failed. The reported event of loss of connection was confirmed. The root cause could not be determined.